Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. Medication changes were administered to help get the rate under control. The patient was stable.